Event description:
The patient expired. The physician does not suspect a lead malfunction since all parameters (impedance, sensing, pacing) were correct. No anomaly noted on the pacemaker function regarding the last measured parameters: impedance, sensing and pacing threshold, high ventricular frequency episodes which could be consistent with a ventricular fibrillation when the patient expired. The patient had timothy syndrome. The device will be returned with lead portions cut during explant. The physician has 3 hypothesis which could explain the patient's death: inappropriate ventricular pacing (vp) following a spontaneous atrium with a lack of ventricular sensing, leading to a stimulation on t-wave and the beginning of the ventricular fibrillation, however, known frequent recurring episodes without clinical correlation particularly on (B)(6) 2019 at 7:33 am, repetitive events every 20 to 30 complex, this since 2014. Possible ventricular fibrillation by spontaneous extra-systoles of the patient (nightmare, sleep, external stimuli) with r/t phenomenon and trigger of a sudden death in the context of a long qt congenital syndrome. Presence of a spontaneous sudden death in the context of a timothy syndrome, external to the pacemaker presence and registered overlapping events and markers usually registered on her pacemaker with an external fibrillation linked to her rare (orphan) disease. Additional product used are listed below: abbott pm2224 accent MRI pacemaker implant date (B)(6) 2014; medtronic atrial lead model 4968 25 cm sn (B)(4) implant date (B)(6) 2014.

Manufacturer narrative:
Approximately 6.5 cm of the proximal end of a 35 cm myodex lead part number 1084t-35 serial number (B)(4) was returned. Due to the condition of the lead, complete device testing could not be performed. The visual and electrical testing that could be done on the lead fragment that was returned revealed no manufacturing defects. Review of manufacturing records did not reveal any discrepancies. In summary, a root cause of this event is not able to be determined, but the physician does not suspect a lead malfunction. The myodex lead is part of several implanted devices that comprise a pacing system. Greatbatch medical is unable to determine if the subject device contributed to the event. No corrective actions will be taken.